Event description:
During follow-up, myopotentials oversensing resulting in inappropriate automatic mode switch (ams) due to alleged, but not confirmed lead damage was observed on the right atrial (ra) lead. Abbott technical support was contacted and reprogramming was performed to resolve the event. The patient was in stable condition.